Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication cannot be determined. Isi has not received the sureform 60 reload or stapler instrument involved with this event for failure analysis evaluation. A follow-up MDR will be submitted if additional information is obtained. A system log review could not be performed as the specific event date and system details were not provided. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient experienced post-operative intra-abdominal bleeding. As a result, the patient was transfused with 2 units of packed red blood cells. In addition, the patient required monitoring for over 24 hours. The surgeon had used sureform 60 reloads with a sureform 60 stapler instrument during the case. The cause of the post-operative complication is unknown.

Event description:
It was reported that after completion of a da vinci-assisted sleeve gastrectomy procedure, the patient had intra-abdominal bleeding. The bleeding occurred when the patient woke up from anesthesia and the patient's blood pressure was high. The patient was transfused with 2 units of packed red blood cells and required monitoring for over 24 hours. The patient was stable and was subsequently discharged home. The patient did not require any additional surgical intervention. According to the surgeon, the patient was reported to be stable without complications. The surgeon reported that blue and green sureform 60 reloads were used for the case and reported that there were system reload recognition issues during the procedure. The recognition issue was addressed by reseating the sureform 60 stapler to the arm. A drape issue was ruled out. After troubleshooting steps were performed, the surgeon was able to continue and finish the procedure as planned. The surgeon reported that he could not confirm if the bleeding was related to the stapler loading or recognition issue as the staples were deployed as intended and before closure, he made sure that there was no bleeding or leaks on the target tissue.